Manufacturer narrative:
Conclusion and justification status: the complaint states ae received for infected left total knee replacement after wound breakdown a complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 2-may-2017: medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2017 for infection and spacers were placed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. There is no 510k#, because this product is sold in the us under a different product code. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address infected left total knee replacement after wound breakdown.